Event description:
It was reported to medtronic minimed that the customer experienced damage(physical or cosmetic) . The customer reported blood glucose value of 408 mg/dl. The customer reported hyperglycemia was treated with manual injection. The event involved product(s) mmt-1886. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, missing display window/cover, scratched case and cracked reservoir tube lip. In conclusion, customer concern for retainer ring and cosmetic damage were confirmed with cracked reservoir tube lip and scratched case. Unable to confirm high bgs. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.